Event description:
It was reported that, during tka surgery, one (1) g2 ins spac tr sz5-6 13mm fractured when fitting. No pieces fall inside the patient the procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device was fractured and the fractured piece was not returned. Additionally the device has nicks and scratches on all surfaces, showing signs of wear and use. A review of the manufacturing records could not be performed, since the device history record for this production order was not available. This issue was escalated through our quality process. However, based on the device evaluation; no manufacturing, packaging or labelling defects were associated with the reported failure. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device was fractured and the fractured piece was not returned. Additionally the device has nicks and scratches on all surfaces, showing signs of wear and use. A device history records review was not performed for this event since based on the device evaluation; no manufacturing, packaging or labelling defects were associated with the reported failure. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.